Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number/ manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-06101 / 06102).

Event description:
It was reported that a patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2000. Subsequently, a revision procedure was performed on (B)(6) 2001 due to deterioration. The modular head and acetabular cup were removed and replaced. Patient underwent an irrigation and debridement procedure on (B)(6) 2001 due to wound drainage and positive cultures for (B)(6).